Event description:
The snare was inserted over a cook wire through another MFR's 10 fr sheath from the femoral artery into the thoracic aorta. Another MFR's 260 cm stiff wire was snared successfully (from the subclavian access above) within the wire loops of the snare. The anatomy was very challenging in terms of tortuosity and there was a degree of tension required to pull the other MFR's wire down to and through the femoral sheath. At the point where the snared wire reached the 10f sheath, the top portion of the wire basket detached from the main shaft. The dr was able to retrieve the wire basket from within the 10 fr sheath. Info was provided that no part of the device remained inside the pt and the pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4) - separates is not listed in the IFU. The customer returned one, used competitor's balloon along with the complaint device (product was returned in a used and damaged condition including the separated segment). Per spec, qc personnel verifies the surface of entire device is free of excessive dents, bumps, scratches, cracks and foreign matter. Tensile testing of this material established an average tensile strength and extension at break. The returned device does not appear to have undergone any sizeable extension; therefore, it is feasible to propose that the device catheter suffered some type of damage that resulted in a loss of integrity and reduction in its tensile strength. This complaint is more likely the result of user technique or handling prior to use. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.